Event description:
It was reported that current pump housing was cracked, was no longer water-tight, and might split apart at any time, exposing internal components to dust and moisture. There was no reported impact to the customer¿s blood glucose level. Customer declined further troubleshooting, and no additional information was received regarding any corrective actions or event outcome.